Event description:
Customer reported that she had a seizure and a low blood glucose reading of 20 mg/dl. At the time of the report, the blood glucose reading was 374 mg/dl, while the sensor reading was 170 mg/dl. Customer stated that she did not know why the reading was so high. Customer treated with a bolus. She stated that on the day of the hospitalization she was unable to wake up before the seizure. She was treated with an IV. Customer was wearing the insulin pump at the time of the event. Customer found no air in the tubing and no leaks. She stated that the bolus wizard and basal settings were correct. Customer was unable to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.